Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance and the lead conductor was fractured. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.